Manufacturer narrative:
Philips service replaced the power tray and sbc, restoring the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device displayed a black screen due to power tray and sbc failure on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.